Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and there was a blockage in the cartridge. Customer reverted to an alternate method of insulin delivery. Customers blood glucose was 139 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.